Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00325-1.

Manufacturer narrative:
UDI #: (B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was implanted into the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00325.

Event description:
It is reported that during a skull bone flap fixation the clamps broke. It was reported that there was no delay that exceeded thirty minutes; the patient did not retain any foreign body; and there was no injury to the patient.

Manufacturer narrative:
(B)(4). According to the product evaluation, the broken clamps were returned in bio hazardous condition, therefore only a visual inspection through the bag could be performed. The product identity has been confirmed. A visual evaluation revealed that, on both clamps, the post has broken right above the outer plate; therefore the complaint is confirmed. The most likely underlying cause of this complaint was determined to be excessive force applied to the clamp during insertion. Based on the product evaluation, fields were updated. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00325-2.